Event description:
It was further communicated that the patient experienced multifocal pneumonia. Clinical symptoms were fever, and shortness of breath requiring intubation. Cultures did not identify specific source.

Manufacturer narrative:
H6: clinical codes corrected. Manufacturer's investigation conclusion: the death was not considered to be device related. The device operated as expected. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to septic shock. Additional information was not provided.